Event description:
It was reported that the right atrial (ra) lead threshold had increased to 3.5 volts at 1.5 milliseconds. Also, the device had a decreased longevity due to the increased atrial outputs. It was noted that the device estimated longevity was one year. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient had fatigue and the ra lead was also dislodged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2003; 6947, implantable tachy lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.